Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient had lead migration. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.